Event description:
Healthcare professional reported left side "mastalgia, visual deformity and palpable implant rupture" and "extracapsular fluid" reported per ultrasound. The device has been explanted.

Manufacturer narrative:
(B)(4). Photographic device evaluation: visual analysis of the photographs identified a device with opening and next to device is a biological tissue. Device labeled left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.